Manufacturer narrative:
H3: analysis of the [recharger], model [37761-rfb], s/n (B)(6), revealed: frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged recharger antenna cord. Patient said they noticed the cord was broken yesterday. A replacement recharger antenna was sent out. No symptoms were reported. Patient called back and mentioned they were sent the wrong cord. Patient mentioned they need the cord that plugs into the top of the recharger. Agent asked and patient confirmed it was the desktop charger (dtc) cord that they need. Patient noted they were able to charge their implant before the cord broke and has about a week of charge on their implant. Patient did not dtc at time of call so patient will call back to provide serial number of dtc. Patient called stating she actually needs the dtc as the pin broke off. Pt state she was sent wrong piece. Agent sent request to repair.